Manufacturer narrative:
This report is being submitted to report (B)(4). 0002023141-2019-00590 has also been submitted. The following information is unknown at the time of this report: age, weight, sex, ethnicity: unknown, date of event: unknown, lot number: unknown, device manufacture date: unknown. The reported device is not expected for evaluation as it has been reported to have been discarded. An investigation will be completed. Once the investigation has been completed. A follow up medwatch will be submitted. Device discarded.

Event description:
It was reported that the abutment would not seat in the implant at tooth location # 31. There was no report of patient injury.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned for inspection. No device lot number was provided so a device history record review and a complaint history review could not be performed. Appropriate documentation was reviewed. Without the returned product, there is not enough evidence to form a conclusion on the reported event. Therefore, the complaint is non-verifiable. A root cause cannot be determined. The following sections have been updated: b4: date of this report. D3: manufacturer. G2: manufacturer's contact office. G4: date received by manufacturer. G7: checked "follow-up". H2: checked follow-up type. H10: added manufacturer narrative.